Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument and determined that the modular chemistry (mc) sample probe collar wash valve failed, causing the issue. The fse replaced the mc sample probe collar wash valve to resolve the issue.

Event description:
A customer reported to beckman coulter (bec) that their instrument leaked and erroneous patient results were generated involving 3 patients and the analytes sodium, potassium, carbon dioxide, calcium, albumin, blood urea nitrogen, creatinine and phosphorus on their unicel dxc 800 pro synchron system. The erroneous patient results were not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. There was no report of operator injury or adverse effect as a result of this event. .